Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer's blood glucose reading was 379 mg/dl when paramedics arrived. Customer stated that her infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.